Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer 1 was failed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and nurse had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 required maintenance. A field service engineer coordinated with pharmacy for off-campus access. Identified failed matrix drawer due to broken u-link on plunger. Fse removed the drawer, replaced plunger and u-link, reinstalled drawer, reconnected pixie bus cable, and restarted station and issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer 1 was failed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and nurse had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.